Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported to boston scientific that a review of a journal article titled early diagnosis of defibrillation lead dislodgement found that this author conducted a study to develop and evaluate an algorithm for early diagnosis of dislodged implantable cardioverter defibrillator leads. Historically, dislodged defibrillation leads may sense atrial and ventricular electrograms (egms), triggering shocks in the vulnerable period that induce ventricular fibrillation. The journal author developed a 2-step algorithm by using experimental lead dislodgements (lds) at ICD implantation and a control dataset of newly implanted, in situ leads. Step 1 consisted of an alert triggered by abrupt decrease in r-wave amplitude and increase in pacing threshold. Step 2 withheld therapy based on ventricular egm evidence of lead dislodgement identified from experimental lead dislodgement behavior. Patient #9 was implanted with a implantable transvenous reliance 4-front active fixation defibrillation lead. The patient had been presented clinically due to delivery of an inappropriate shock and lead dislodgement was diagnosed 32 days from implant. The author concluded that this experimental and clinical investigation demonstrates that an ICD algorithm based on electrical and egm descriptors can improve early diagnosis of defibrillation lead dislodgement and potentially reduce related inappropriate therapies.